Event description:
It was reported that thrombosis was discovered in the sfa, at the site of three previously deployed vascular stents. A pta balloon was inflated to open the occlusion, and was exchanged over the wire for another vascular stent that was successfully deployed inside the other vascular stents. There is no reported patient injury.

Manufacturer narrative:
The lot number for the device is unknown. Therefore, a review of the device history records could not be performed. The stent remains implanted. Therefore, a device evaluation could not be performed. The investigation is currently underway.